Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during the pt's last control appointment performed on (B)(6) 2013, testing showed 8 electrode channels with hi status.